Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 296 mg/dl and their sensor glucose read 70 mg/dl. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. It was also found the customer had calibration error alerts and bad sensor alerts.the customer also reported bent sensor cannulas with their past sensors during troubleshooting. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.